Event description:
Per the surgeon's medical assistant, the patient's device was partially extruding and was explanted in 2007. Reportedly, the surgeon stated that the combination of the patient's eyeglasses rubbing on the skin and the patient's diabetes were the probable cause of the extrusion. Reimplant surgery is planned, but has not been scheduled.